Manufacturer narrative:
The complaint of a leak was confirmed, and the damage appears to be user related. It appears that the d/l catheter material split open where the catheter was kinked. Creases were found parallel to the break site. The initial complaint indicated that a kink was found in the catheter. The instructions for use (IFU) warns that "catheters should be implanted carefully to avoid any sharp or acute angles which could compromise the opening of the catheter lumens." The product IFU provides a recommended dressing technique, which would help prevent the catheter from kinking. A chr of lot #repk0292 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that the catheter was installed in 2006. It worked fine. In 2007, the nurse saw a kink at about 5mm from the exit site. The catheter was straightened and continued to work fine. On approx three months later, while beginning the dialysis, the nurse noticed that the catheter was leaking. The dialysis was performed and the pt was asymptomatic. On two days later, the catheter was exchanged over the wire.